Event description:
Description of event according to initial reporter: to treat a dissecting aneurysm associated with ulp of false lumen occlusion type b dissection, a catheter was placed in zone 3, halfway down the lsca (left subclavian artery) via right femoral artery access. Entry was at a location about 10 mm distal to the lsca. Zta-p-32-201-w1 was placed 21mar2025. The final intraoperative angiography revealed a slight false lumen, which was unclear as to whether it was an endoleak type 1a or 4, but the doctor determined that this was not a problem and the procedure was terminated. A contrast CT scan confirmed that it was a type 1a endoleak, and some residual material was observed on (B)(6) 2025. The blood flow in the false lumen itself had decreased, and it was determined that it may disappear over time, so the patient was discharged from the hospital. The physician will monitor the progress to see if it disappears. Patient outcome: type 1a endoleak. The patient is discharged and followed up.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref#(B)(4) summary of investigational findings: on (B)(6) 2025 a 76-year-old female patient underwent tevar where a zta-p-32-201-w1(complaint device) was implanted to treat a dissecting aneurysm associated with ulp of false lumen occlusion type b dissection. A catheter was placed in zone 3, halfway down the left subclavian artery (lsca) via right femoral artery (fa) access. Entry was at a location about 10 mm distal to the lsca. Zta-p-32-201-w1 was implanted in zone 3 with a proximal seal zone of 11 mm, the diameter of the proximal landing zone was 28.5 mm. The final intraoperative angiography revealed a slight false lumen, which was unclear as to whether it was an endoleak type 1a or 4, but the physician determined that this was not a problem and the procedure was terminated. A contrast CT scan confirmed that it was a type 1a endoleak, and some residual material was observed on (B)(6) 2025. The blood flow in the false lumen itself had decreased, and it was determined that it may disappear over time, so the patient was discharged from the hospital. The physician will monitor the progress to see if it disappears. Per additional comment from the physician ¿this is thought to be due to the short landing and inability to seal properly. If problems arise during follow-up, additional procedures such as proximal extension or stent graft lining will be considered.¿ review of the device history record gave no indication of the device being produced out of specification. No images or planning sizing sheet were provided for the investigation. It is reported that the patient was treated for a dissecting aneurysm, a zta-p device was implanted and had an 11 mm proximal seal. According to the IFU (instructions for use), the proximal component must be selected with enough length to achieve and maintain the minimum 20 mm sealing zone. Based on the reported information it is possible that the inadequate seal length of 11 mm contributed to the type 1a endoleak. Per the IFU, zta is indicated for the treatment of patients with aneurysms or ulcers of the descending thoracic aorta and safety and effectiveness of the zta devices have not been evaluated in patient populations with dissections, whether this could be a contributing factor is unknown. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.